Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which was identified via a post-procedure chest x-ray. A chest tube was placed and the patient was hospitalized. Intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the ion system did not exhibit any issues or unexpected behaviors that may have contributed to the pneumothorax. The lesion biopsied was 1.5cm in size and located on the lingula by the pleura. At the time of this report, no diagnosis has been determined. After the procedure, the patient experienced some shortness of breath. The physician stated the pneumothorax was moderate in size and he immediately placed a 14f chest tube. The patient was admitted to the hospital for 24 hours, then discharged home.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. Therefore, no ion products are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.